Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event

Event description:
It was reported that the patient underwent a l5-s1 posterior spinal fusion with instrumentation using a trans1 axialif implant, life spine instrumentation, rhbmp-2/acs, autograft and dbm. Subsequently, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient required extensive medical treatment". Reportedly, the patient has "never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living".

Event description:
It was reported that on: (B)(6) 2011: the patient presented with ongoing persistent low back pain. The patient underwent conservative therapy which failed. The MRI showed multi-level degenerative changes of the lumbar spine specifically at the levels of l4-l5 and l5-s1 with extension from the nucleus pulposus into the annulus. The patient was indicated for an l4-s1 anterior as well as posterior spinal fusion with instrumentation. As per-op notes, ¿after the rod placement, ebi spf plus bone stimulator was placed. On top of the electrodes, rhbmp-2/acs was placed with bacterin bmp bilaterally as well as the patient¿s autograft bone.¿ the patient was taken to the anesthesia care unit in a stable condition. Discharge diagnoses: severe spinal stenosis for l4-l5-s1 fusion. Post-operative severe backache with numbness down the left leg with inability to ambulate. History of depression with probable fibromyalgia. History of peripheral neuropathy. Diabetes mellitus. Chronic obstructive pulmonary disease. Hyperlipidemia. Hypertension. Coronary artery disease. Severe arthritis.